Event description:
Caller states the patient tested 2.5 inr on the coaguchek xs system and 3.84 inr on a comparison lab. Caller stated the patient's coumadin was reduced based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.